Event description:
It was reported by customer that the pump instead of confirming the volume of 30ml it is instead displaying additional volumes for 30ml syringe. Event details: the standard concentration for our facility for a pca; specifically, morphine pca is 30mg/30ml. On replacement of a new syringe ¿ tubing is not changed, the tubing from the previous syringe is usually maintained. Syringes are primed on the initial start of a syringe. The pump history when accessed confirms what is displayed on the vtbi on the initial pump screen which is a greater volume. We have identified several occurrences, where on replacement of a pca syringe the vtbi (volume to be infused) is displayed as more than 30ml. The pump instead of confirming the volume of 30ml it is instead displaying additional volume, (i.e.- 31.9ml, 32ml or other various amounts) typically a volume greater than the expected 30ml volume of the syringe.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Manufacturer narrative:
(B)(4) follow up. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.